Event description:
It was reported that a beta bionics ilet user's ilet was reading 373 mg/dl blood glucose (bg) but the glucometer showed 291 mg/dl. The user has a dexcom g7 sensor. The user was advised to input the glucometer reading into the pump. They declined a follow up call to ensure bg was down trending. There was no outside intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.